Manufacturer narrative:
A partial lead with the pin measuring 21.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped and replaced due to high pacing lead impedance and high capture threshold. The patient was doing well and will continue to be monitored.

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016.